Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that a pcu and an unspecified number of syringe pump modules failed for communication failure either during patient transport or on setup in the cicu (cardiac intensive care unit). Although requested, further information was not provided.